Manufacturer narrative:
(B)(4). Date sent: 6/28/2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: two photos were provided for review. During review of the photos, damage to the insulation was observed. The insulation appears to have been sliced with the piece of insulation sliced completely off the device. The cuts appear to be straight and clean which indicates the most likely cause of the damage is the device came in contact with a sharp instrument during the use.

Event description:
It was reported that during an ¿laparoscopic cholecystectomy procedure megadyne l hook, small black piece of insulating plastic on back of l hook came off. The piece was retrieved and removed from the patient¿s abdomen.